Manufacturer narrative:
The blade returned in this event was not broken, confirmed by visual microscopy inspection. The blade teeth showed signs of damage caused by contact with metal which would have affected cutting performance of the blade. The reported event, for blade breakage, was not confirmed as the blade returned for evaluation was observed not to be broken. Without a broken blade, the root cause cannot be determined. However, the blade returned for evaluation was evaluated by product engineering who observed on receipt of the blade it was not evident from visual inspection that the blade was broken. The blade was evaluated by product engineering who confirmed that the blade was not broken by microscopy inspection. The evaluation of the blade showed signs of damage to the teeth of the blade which was consistent with metal contact while cutting. Evidence of metal contact while cutting was observed on the returned blade, however, no observable breakage was found during analysis. The instructions for use (IFU) for the handpieces for use with this blade contain the following indication for use; "the stryker system 7 battery powered heavy duty system is intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a total joint procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. Update; following evaluation of blade by product engineering, the blade teeth was not observed to be broken. The blade was observed to have damaged teeth which would affect cutting performance of the blade.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total joint procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.